Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that the surgeon noticed air leak near end of staple line. The case was converted to open.